Event description:
It was reported that the lead integrity warning triggered for multiple episodes of non-sustained ventricular tachycardia (nsvt) that was actual noise on the right ventricular (rv) channel. It was also reported that prior to removal of the rv lead, the physician attempted to implant the replacement lead, but could not get the lead into position due to the patient's anatomy so the replacement lead was abandoned. The implanted rv lead was scheduled for extraction the next day and then a different new lead was implanted. It was further reported that the patient did not receive any shocks for the noise on the rv lead, however, the patient is very unhappy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, several conductors were distorted, the distal conductor was stretched, the defibrillation conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.